Event description:
Affiliate reports that the veinstripper has broken in the distal part. A part of the device has been lost in the patient. X-ray needed. Risk of new surgery. Additional info from affiliate explained that a new surgery may be required in the future and that the remainder of the device was discarded.

Manufacturer narrative:
It was communicated by the affiliate that the remainder of the device has been discarded. Without the device codman is unable to conduct a proper investigation. Since a lot number has been provided a review of the device history records will be performed. We anticipate that the review will confirm that the device conformed to all testing and manufacturing specifications. If anything other wise is noted a follow-up report will be filed. In addition, if and when a second surgery is performed to retrieve the product and if it returned for evaluation this complaint will be re-opened.trends will be monitored for this and similar complaints. At the present time this complaint is considered to be closed.